Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the returned truetome 44 was analyzed, and a visual inspection found that at the distal tip, the wire anchor was blackened and dislodged or dislocated from distal pierce hole. The working length was torn, and the cutting wire was kinked but not broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. The results of the analysis performed on the returned device found that the working length was torn at the pierce hole, this condition could have been caused by submitting the cutting wire to tension during the handle actuation, in addition with the possibility of the device being energized during the handle actuation, the analyzed failure could happen. Also bowing the device without being completely out of the scope can lead to tear it and displacing or dislodge the cutting wire anchor from its position. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
Note: this report pertains to one of two truetome 44 used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cbd stone performed on (B)(6) 2025. During the procedure, the cutting wire broke. Another truetome 44 was used; however, the same problem occurred. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a third truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
Note: this report pertains to one of two truetome 44 used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cbd stone performed on (B)(6) 2025. During the procedure, the cutting wire broke. Another truetome 44 was used; however, the same problem occurred. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a third truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.